Event description:
It was reported that pump experienced malfunction alarm identified by code malf 0, with no notable events occurring beforehand and no information provided about impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again.